Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger.

Event description:
A patient reported the ins battery is going out and is not charging. The patient mentioned he got a replacement recharger but it has stopped working now. The patient thinks that they need to go back and change the implantable neurostimulator (ins) battery in his hip. The patient reported he is not feeling stimulation. The ins is not charging. The patient did some troubleshooting but it is just not working. The patient reported that the recharger turns on and lights up and the line goes across but it still won¿t charge it up. The patient thinks it is the ins in his hip. The patient reported the recharger will take 2 hours to come on to charge. The patient reported that the battery in his charger is fine and it was reviewed that the recharger does not take batteries; it is plugged into the wall. The patient then reported the patient programmer isn't working and stated "it don't turn it on for the batteries and go down my legs and stuff". The patient reported the patient programmer "turns on and goes blinking" but it "ain't charging". It was reviewed with the patient that the patient programmer does not charge the battery in his body; it is only used to make adjustments. The patient further reported that it is difficult to go to sleep right now and he sits up all night long because of his back. The patient reported he was told the ins would last 3 years but it has only been 2. The patient restated he wants them to go back into his hip and change the battery. Patient services offered to help troubleshoot with both the patient programmer and the recharger multiple times but the caller declined. It was reviewed that with the patient that with proper recharging, the ins battery is expected to last 9 years. The patient stated he will call his doctor tomorrow to set up an appointment to have the ins checked out/replaced. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID (B)(4) lot# serial# nk(B)(4) implanted: explanted: product type recharger product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the desktop charger (dtc) had broken connector pins. (B)(6) 2017 patient (pt) called patient and technical services (pats) reporting that they had missed the delivery of the replacement desktop charger (dtc), the patient service specialist (pss) informed pt that they could wait for redelivery or pick it up at fedex office. While talking with pss patient stated that they had been experiencing back pain and that is how they realized that "his device was messed up". Additionally the patient expressed interest in having the ins removed and replaced with an implantable programmable pump. During repair of returned dtc found bent connector pins. No additional symptoms or further complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-25 from a consumer via a manufacturer representative reporting that the patient let the battery become over discharged. The exact date was not known but it was confirmed to be approximately 6 months or more. It was reported that factors leading to this event were that the patient had difficulty recharging. The battery was superficial and close to the skin. It was noted that the patient had the manufacturer representative¿s number but never called. No troubleshooting was done and resolution was not yet achieved at the time of the report. There were no surgical interventions planned or performed. Medical history and patient weight were asked but not made available. The patient¿s status was confirmed to be alive with no injury. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer; patient product ID: 97754, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that in order to troubleshoot the issues, the battery was interrogated and was able to be pulled out of overdischarge. It was reported that it was a good thing the battery was superficial and not deep regarding recharge signal. The rep stated it was at an appropriate depth. No further complications were reported/expected.